Event description:
The actuator pin snapped and broke on an rpa450-1 power lift. The patient fell to the ground. The patient was taken to the ER and was found to have no broken bones or serious injuries. The patient was within the weight capacity of the lift.